Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues were verified and a different issue was identified (malfunction 1).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Subsequently, the pump shut off unexpectedly. Customer's blood glucose level was 219 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.